Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty r-unit (charged coupled device unit). The r-unit likely was faulty due to wrong / mishandling by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. A full technical evaluation was completed. During the evaluation, the outer tube was found dented and the video cable damaged. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that during estimation. A video telescope had vision problems. The device was evaluated and repaired. There was no patient injury or adverse event reported to olympus.